Event description:
Additional information received reported that the patient was doing ¿fine.¿

Event description:
It was reported the patient was ¿not doing very well¿ all of a sudden. The patient could not walk, or move very well, they couldn¿t talk or stand up and get out of bed. The reporter noted the ¿battery went down.¿ it was noted the last time the stimulator was checked was back in 2010. Follow up reported the ¿diagnostics were fine.¿it was noted the ¿batteries were almost dead.¿ the patient was in the process of getting scheduled for replacements. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Reference manufacturer report # 3004209178-2013-11166 patient has bilateral systems.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0306910v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: neu_ptm_prog, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).